Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the retainer clip was missing, and the hub rotator, along with the shorting plug, was out of the hub. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Microscope inspection showed that the guidewire exit port and the distal section of the tip were in good condition. Functional testing showed that the catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing. No resistance was noted when tracking the guidewire into the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The 70% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the catheter could not be connected due to a damaged tip. The procedure was not completed due to this event. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The 70% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the catheter could not be connected due to its damaged tip. The procedure was not completed due to this event. The patient remained stable, and no complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.